Event description:
The customer reported that there was no fluoro. The system displayed a generator error message.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep troubleshoot the system and found that the micro controller pcb node would drop off shortly after boot-up. He replaced the coin battery (was low) and erased nodes and downloaded the calibration data. Also, the generator error was traced to defective batteries. He replaced batteries and battery charger pcb. Also, he checked and tightened input pwr and grounding connections to unit which included ac pwr plug; tb-1 and iso. X-former tap nuts as well as connections on workstation power supply. The unit functions as intended.